Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with slightly loose drive support disk.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus delivery. Customer's blood glucose was unknown mg/dl. The customer was assisted with clearing the alarm. Customer does not use the sensor feature on the device. The customer stated they are able to complete rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.